Event description:
Reportable based on device analysis completed on 06feb2026. It was reported that crossing difficulties occurred. The 20 x 2.50 promus elite drug-eluting stent was advanced for treatment, but the device could not cross the lesion. The procedure was completed using an alternate device. No patient complications were reported. However, returned device analysis revealed stent detachment.

Manufacturer narrative:
Device evaluated by MFR: a promus elite ous mr 20 x 2.50mm stent delivery system catheter was returned to the complaint investigation site (cis). A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion identified a break in the shaft 5mm distal to the port exchange. There was stretching and kinking throughout the polymer extrusion. Microscopic analysis identified the stent was detached from the balloon; there were crimp marks visible on the balloon material and no indication positive pressure had been applied to the device. The stent was found severely damaged and bunched at the pigtail tip of the mandrel. Balloon cones were reviewed under microscopic examination, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.